Event description:
The customer reported that the drive support cap has fallen off a couple of times, and it is affecting the insulin delivery. The blood glucose reading was 324mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.